Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: component migration. (B)(4).

Event description:
On (B)(6) 2016, this patient presented with a traumatic right subclavian artery aneurysm and underwent endovascular procedure. Right common carotid artery-right subclavian artery bypass was made before the procedure. The bypass graft was anastomosed to distal to the aneurysm in the right subclavian artery. The physician planned to implant gore® excluder® aaa endoprosthesis iliac extender component from the right common carotid artery to the origin of the brachiocephalic artery to exclude blood flow to the aneurysm. However, the endoprosthesis (pxl161007j/14930882) was slipped down when it was fully deployed. Another iliac extender component (pxl161007j/14930884) was additionally implanted inside pxl161007j/14930882 to prevent further slip. Pxl161007j/14930884 was located from the right common carotid artery to the middle of pxl161007j/14930882. Pxl161007j/14930882 popped out about 3 cm from the origin of the brachiocephalic artery, and it was considered enough to reach to the smaller curvature of the aorta. Considering a risk that dissection occurred in the area, open surgery was performed. The popped out portion of pxl161007j/14930882 was cut and explanted. The cut end of the endoprosthesis remained in the patient was anastomosed to the origin of the brachiocephalic artery. Artery banding was performed for this area. The procedure was concluded, and the patient tolerated the procedure.